Event description:
Reporter alleged being taken to the hosp by paramedics due to the blood glucose monitoring device provide erroneous but believable results. Reporter stated glucose was 22 mg/dl when paramedics were called and they were transported to hosp. Reporter indicated using expired test strips. Reporter disconnected from the call to the manufacturer's representative without providing any additional information on the alleged incident. The company representative made three attempts to contact the reporter for additional information; however was unsuccessful. A request was made for return of the suspect device and replacement product was sent.